Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with result from the replacement meter.

Event description:
Consumer reported complaint for erratic blood glucose test results. Director of nursing is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 113 and 269mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.